Manufacturer narrative:
H2. Correction: please note, h6 codes b17, g02002, and g02025 no longer apply to this report. H3. The returned lead (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken; 19.5 cm from the distal end of the lead. H6. Please note, b20, c20 and d14 apply to the ins and b01, c070603, and d15 apply to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that surgical intervention did occur on (B)(6) 2025. The lead was in port 0-7. To check were the problem of high impedances originated from, the lead was connected to port 8-15 and the same result was observed; all electrodes showed high impedances. Also, when using a wireless external neurostimulator (wens) high impedances were measured. It was decided to remove the lead and implant a new lead. The lead was turned over to the manufacturer representative and will be sent in for analysis as soon as possible. Problems have been solved for the patient.

Event description:
Additional information was received. It was reported that the ins remained implanted. The cause of the high impedances of the lead was not determined. The information been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: va2u5mm022, ubd: 2027-08-07, UDI#: (B)(4), implanted: (B)(6) 2024, product type lead h2. Correction: please note, h6 code f11 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) noted that the ins and lead were implanted about a year prior to (B)(6) 2024. Additional information was received from the rep. The implant dates and serial numbers of the ins and lead were provided. It was reported that the revision procedure was planned for (B)(6) 2025.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedances (greater than 40000 ohms) were detected on electrodes 1, 4, and 7 some while ago with an exact date unknown. On (B)(6) 2024, all electrodes showed high impedance greater than 40000 ohms. Imaging suggested a possible dislodgement of the lead from the header/port, although the patient still experienced stimulation at certain moments, indicating the lead might still be connected to the ins port 0-7. The lead was alleged to be connected, but it was unclear if it was. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention had occurred, but the patient was to be discussed on (B)(6) 2024 and a revision would probably be planned. The issue remained unresolved at the time of the report. The patient was alive with no injury. X-ray images were provided.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, ubd: , UDI#: , implanted: , explanted: , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.